Event description:
Customer reports "blood in dialysate" alarm as soon as starting treatment. Bfr: 270ml/min. Dfr: 600ml/min. No blood loss for the pt. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed.